Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not preforming the air removal step during the loading sequence. Customer reloaded the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.